Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 4471 lead, implanted (B)(6) 2003. (B)(4).

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found. Visual analysis noted the lead was damaged at implant and stretched.

Event description:
It was reported that during an implant procedure, the left ventricular lead did not have satisfactory thresholds, even when tried in multiple locations. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.